Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nail of femur procedure on (B)(6) 2020, the driving cap broke off inside the insertion handle. The procedure was successfully completed by abandoning the technique. The nail was left at the original position it was in. There was no surgical delay. All the pieces were retrieved. There was no patient consequence reported. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown hammer (part # unknown, lot # unknown, quantity unknown), radiolucent insertion handle (part # 03.033.001, lot # l700509, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary investigation flow: damage visual inspection: driving cap/threaded (03.010.523) was received at us cq. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned separately at cq. The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is confirmed. Device failure/ defect found? Yes dimensional inspection : dimensional inspection of the broken tip was performed at cq. The diameter of the groove part near fractured location was intended to be measuring from 5.9mm to 6.1mm and it was measured to be 6.01mm which is within specification as per the drawing. Document/specification review: the following drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523 lot: l759641 manufacturing site: bettlach release to warehouse date: apr. 19, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.